Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement pneumatic block sensor main board as part of a warranty claim. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete an internal self-test. There was no patient involvement reported.